Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor of the lead became extrinsically fractured due to a cut; the outer insulation of the lead developed a cosmetic depression while in vivo. Concomitant medical products: 5076-52 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that a right ventricular (rv) lead warning occurred and was noted as a possible fracture. The rv lead was extracted and replaced. No patient complications have been reported as a result of this event.